Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 2 months post implant of this 27mm aortic bioprosthetic valve, the valve was concomitantly replaced with a 29mm bioprosthetic valve of the same model during a procedure to repair an ascending aorta root enlargement. It was reported there was mild aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.